Event description:
A physician reported a pt who was initially skin tested on 3/4/99 and 3/11/99, both with negative results. On 5/12/99 the pt was treated in the upper and lower vermillion border. The procedure was without event. On or about 6/1/99 the pt noticed pain in her fingers, ankles, elbows, and left great toe. The pt consulted a rheumatologist and blood was drawn on 6/1/99. The lab results shows high rheumatoid factor (307), and normal lupus and sed rate. On 6/23/99 the pt was examined by a different physician, a rheumatologist, for the joint pain, but by that date the symptoms had resolved and no treatment was prescribed or planned. Neither the treating physician nor the rheumatologist believed the arthritis was associated with the product. This event is being reported as an MDR because it is co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.